Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 20 rbp. It was further reported that the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta dilatation catheter was returned for the evaluation. Visual evaluation was performed and noted that device appeared to be bloody. No any other anomalies noted on the device. During the functional test, in house presto inflation device was used to inflate the balloon and noted that water was existing from the balloon. The balloon fiber were removed and microscopic evaluation was performed. During microscopic evaluation compound rupture was noted near to the distal tip of the balloon. Therefore, the investigation is confirmed for the reported balloon rupture, as a compound rupture was noted to the balloon. A definitive root cause for the balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. Expiry date (09/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 20 rbp. There was no reported patient injury.